Event description:
It was reported that a revision surgery was performed due to loosening of patella component. Implanted in 2014 with subsequent x-ray evidence of lucid line, surgically loose, explanted and revised to inlay resurfacing patella.

Manufacturer narrative:
The associated genesis ii patellar component was returned and evaluated. A lab analysis conducted during this investigation noted that scratches and deformation are observed on articular surface. Bone cement is present in patellar cement groove; peg is intact with minor material deformation. The exact cause of the reported patellar loosening could not be determined from the information provided. A clinical evaluation noted that no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. Our investigation included a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.